Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/14/2017. Patient code: (B)(4) additional surgical intervention. It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2009 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information. Patient code: (B)(4) ¿ recurrence additional narrative: it was reported that following insertion the patient experienced infection, recurrence and bleeding. No additional information was provided.